Event description:
It was reported that: "pt was taken to the operating room for a left total knee revision for pain status post total knee replacement on (B) (6) 2008. Components were checked for loosening and were found to be well fixed. The poly was removed and replaced with the same thickness poly. The patella was flattened in one area and was removed and replaced with a 36mm symmetric triathlon patella."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog number and lot codes of the other device listed in this report: cat # 5550-g-339 lot # unk description: triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the event.